Manufacturer narrative:
UDI: (B)(4). The batch review 3669201 showed that the (B)(4) devices were conformed to in process and finished goods specifications when released to stock the 20 feb. 2013. Expiration date: 2015-06 (according to retained labels). Non-conformance was opened relating to deals with an aesthetical issue on orthocord suture. Knot tensile strength test was performed on 'defective' strands : the results were conform to the specification, with no link with this complaint. Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance ((B)(4)) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by our sales representative that during a rotator cuff repair, it was observed that the braided cord on the healix peek anchors broke. According to the report, the surgeon had placed two anchors in and was tying the cords when they broke on both anchors. It was reported that the surgeon completed the procedure by tying off the remaining sutures to hold the anchors in place. It was reported that the anchors remained secured in the bone hole. As a result, there was ten minute delay in the procedure. There were no patient consequences. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Please see also medwatch report mwr-24052018-0000116655.